Event description:
On (B)(6) 2012, company representative called after he forwarded an email from the patient with concerns regarding the infusion device. Patient reported experiencing concerns with bubbles appearing in the infusion device and precluding insulin delivery. Patient stated she received no alarm or error message; only experienced unexplained elevated blood glucose levels and checking prime function. On (B)(6) 2012, regional clinical specialist reported a face to face appointment with the patient and patient was experiencing elevated blood glucose levels. Regional clinical specialist reported ruling out infusion device issues at that time. On follow up call on (B)(6) 2012, patient reported she feels the infusion device delivery is inaccurate. Patient stated she has had several concerns regarding air bubbles and occlusion errors. Patient reported experiencing elevated blood glucose levels caused by the infusion device not delivering insulin accurately intermittently since (B)(6) 2012. Patient stated her blood glucose level has been in the 400¿s mg/dl. Patient¿s normal blood glucose range is no higher than 150 mg/dl. Patient reported she will inject by syringe or continue to bolus using the infusion device until her blood glucose level returns to normal. Patient has been working with a clinical trainer. Patient stated she has switched to injection therapy; refuses offer of replacement infusion device. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device, adapter, insulin cartridge, and infusion set for evaluation.